Event description:
The customer reported that during use of the shaver handpiece, the console displayed a "torque limited" error message. There was no report of any injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was returned for investigation. During testing of the handpiece, it was found to have the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this event.